Event description:
Pt had wound evacuation device placed in back wound in 2002. Two days later, pt was to have device removed. A portion of the tubing broke off and remained in wound. Hosp stated that tubing could have caught on staple.